Event description:
Additional information was received from a health care provider (hcp) via a manufacturer representative on (B)(6) 2019 clarifying that the cause of the out of range impedances were not known. X-rays were ordered to obtain a visual of the leads. The health care provider (hcp) would determine if a replacement or revision would be necessary. The event was not resolved. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
2019-12-03 (B)(4): the manufacturer representative reported that the patient told them they had not had therapy since implant. The representative found electrodes 0 and 2 were out of range and noted that the patient was currently programmed on 1 and 3. It was reviewed that the patient¿s lead was from 1992 and the issues were likely related to its age. (B)(6) 2020 e1 (rep, hcp): additional information was received from a health care provider (hcp) via a manufacturer representative on (B)(6) 2020 clarifying that the cause of the out of range impedances were not known. X-rays were ordered to obtain a visual of the leads. The health care provider (hcp) would determine if a replacement or revision would be necessary. The event was not resolved. No further complications were reported. 2019-dec-30 e2 (rep): no new information.2020-jan-08 e3 (rep): no new information. 2020-01-30 patltr (con): additional information was received from the patient. The patient reported that a manufacturer¿s representative (rep) had tried multiple times to adjust their ins and had decided one of the leads were broken and needed replaced. The patient reported that he was trying to get approval from workers comp for this. The patient reported that when the battery was replaced in 11/18 that it never worked properly from then on. No further complications were reported. 2020-mar-19 patltr1 (con): additional information was received from the patient who reported they did nothing different than they normally do. Patient stated they just weren't getting the proper relief. Patient reported when the rep checked they stated there was no contact. A later x-ray confirmed it had broken.

Manufacturer narrative:
Concomitant medical product: product ID 3986 lot# serial# (B)(6). Implanted: (B)(6) 1992. Explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that a manufacturer¿s representative (rep) had tried multiple times to adjust their ins and had decided one of the leads were broken and needed replaced. The patient reported that he was trying to get approval from workers comp for this. The patient reported that when the battery was replaced in 11/18 that it never worked properly from then on. No further complications were reported.

Manufacturer narrative:
Concomitant medical product: product ID 3986 lot# serial#(B)(6). Implanted: (B)(6) 1992. Explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the patient told them they had not had therapy since implant. The representative found electrodes 0 and 2 were out of range and noted that the patient was currently programmed on 1 and 3. It was reviewed that the patient¿s lead was from 1992 and the issues were likely related to its age.